Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During the initial evaluation, this unit was found to alarm falsely for upstream occlusion. Further evaluation was unable to reproduce the occlusion and found the fluid sensor readings to be within specifications. The upstream sensor will be calibrated per baxter's service procedure.

Event description:
During baxter's evaluation of this spectrum pump, it was found to alarm falsely for upstream occlusion.